Event description:
It was reported that the patient underwent an initial right anatomical total shoulder. Subsequently, it was reported by legal that the patient underwent a revision three months (3) post implantation due to pain, loss of range of motion, and loosening of components. It was also noted that the patient was revised to a hemiarthroplasty due to anterior instability and loss of subscapularis.